Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The most probable cause is impact to the device. No action can be taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation: operations support specialist. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was physical damage to the battery well. There was unknown patient involvement and unknown patient harm/adverse event reported.